Event description:
In 2004, pt presented with exposed threads on buccal surface of endosseous implant. No sign of infection or abscess. Area was debrided, irrigated and aspirated. Orthoblast ii was expressed directly onto the exposed threads of the implant and site sutured obtaining a water tight closure. Pt was dismissed with routine home care instructions. Pt returned to the office 5 days later complaining of pain and swelling. Dr said the tissue appeared yellow in color, hard to the touch, with considerable edema. Doctor said that the pt may not have been as compliant as instructed. The doctor grafted the socket and the pt healed uneventfully.